Event description:
Md trying to remove sheath from artery. As he was removing from artery, sheath broke apart leaving a 10 cm segment left in right superficial femoral artery. Piece was later removed via 5mm snare without difficulty.